Event description:
The patient was reporting pain. From the xrays, an empty space between the proximal edge of the prosthesis and the bone was noted (stem was not mobilized). The stem was revised about 1 year and 1 month after the primary surgery.

Manufacturer narrative:
Batch review performed on 28 november 2022. Lot 2009288: (B)(4). Expiration date: 2025-nov-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
Event desription has been updated given that the stem was confirmed as mobilized.

Event description:
The patient was reporting pain. From the xrays, an empty space between the proximal edge of the prosthesis and the bone was noted. The stem was mobilized. The stem was revised about 1 year and 1 month after the primary surgery.